Event description:
It was reported that difficulty was experienced during the stent implant procedure. Retrograde access was used to treat external iliac region. The 6 x 17 stent delivery balloon was tracked over a .018 guidewire. The lesion could not be crossed therefore the balloon was pulled back. During pullback the stent came off the balloon in the external iliac. A microcatheter was used to track over the guidewire through the stent. The stent was retrieved. Antegrade access was then used to successfully implant a new express stent in the lesion. No adverse pt effects have been reported.